Event description:
It was reported that the programmer's fan was making noise and that the programmer was overheating. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer's fan was making noise and that the programmer was overheating. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID 229047 software analyzer. (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer was overheating, it was left on overnight with no overheat message generated. An "electrical" smell was noticed when the unit was powered on and the power supply fan was noisy and therefore the power supply was replaced. Analysis also found that the power cord door serial number was incorrect and it was corrected and it was confirmed that the system fan was noisy and it was replaced. Concomitant medical products: product ID 229047 software analyzer. (B)(4).